Event description:
The customer reported that while a nurse was flushing a medication, the plastic part of the tubing that connects to the blue cap was cracked and saline sprayed back at her. There was no report of harm; medical intervention was not required. The customer stated the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned because their policy is to not release product to vendors. The customer's report that the tubing connection cracked and sprayed could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.